Event description:
On (B)(4) 2012, it was reported that on (B)(6) 2012, the patient had a blood glucose reading of 380 mg/dl. He bolused 11.0 units of insulin, but his blood glucose level did not decline. His normal range is 60-180 mg/dl. The patient changed his infusion set and his blood glucose level remained elevated. The patient then switched to his backup infusion device and his blood glucose levels returned to normal. The patient thinks the infusion device was not delivering enough insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced. The infusion device, infusion set, insulin cartridge, and adapter were requested to be returned for evaluation.